Event description:
A discordant low absolute neutrophil (#neut) count was obtained on one patient sample on the advia 2120 with single aspirate autosampler instrument. The result was flagged by the instrument. The discordant low absolute neutrophil count was reported to the physician by the night staff. The day staff noticed the discordant low absolute neutrophil count and called the physician, who did not question the result. The day staff prepared a blood smear and performed a manual count, which was as expected. The corrected absolute neutrophil count was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low absolute neutrophil results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) investigated and determined the instrument performed as expected and flagged the discordant low absolute neutrophil count. The customer failed to follow operator guide instructions, which state "whenever a flag is triggered, the user should review the results and take appropriate action.". The customer has stated that, as per laboratory protocol, the flagged result should have been confirmed on the instrument concerned prior to releasing the results to the physician. Siemens has determined that the cause of the discordant low absolute neutrophil (#neut) obtained on one patient sample on the advia 2120 with single aspirate autosampler instrument is user error. The instrument is performing according to specifications. No further evaluation of this device is required.